Manufacturer narrative:
This report was initially submitted following notification that a customer in (B)(6) reported the occurrence of a misidentification of moraxella / enhydrobacter species as neisseria gonorrhoeae in association with the vitek® 2 neisseria-haemophilus (nh) identification (ID) test kit (card). Repeat testing with the vitek® 2 nh ID test kit obtained 50% moraxella catarrhalis sp / 50% neisseria meningitidis result. Strain and raw data were not submitted to biomérieux by the customer. No lab report was submitted for the result of neisseria gonorrhoeae, therefore no analysis could be performed. Reference laboratory results from the customer show 50% moraxella / 50% enhydrobacter from maldi tof. No final ID via reference method was provided. It should be noted that enhydrobacter is not a claimed species for the nh ID card. The following limitation is listed in the nh ID product labeling for testing of unclaimed species: "newly described or rare species may not be included in the nh database. Selected species will be added as strains become available. Testing of unclaimed species may result in an unidentified result or a misidentification." In addition, a gram stain should have been performed, as the customer noted, since the morphology was coccobacilli and not diplococci which is characteristic for neisseria gonorrhoeae. Vitek® 2 nh ID lot 2450014203 met final qc release criteria. There were no issues observed with misidentifications on initial qc performance testing. No ncmrs were written against this lot and review of ncmrs over the last 13 months show no ncmrs written for nh misidentification. In the absence of the organism and/or raw data, no further testing can be performed. There is no investigational evidence to suggest the vitek® 2 nh ID test kit is performing outside of specifications.

Event description:
A customer in (B)(4) reported to biomérieux a misidentification of an organism associated with vitek® 2 nh test kit involving a sample from a (B)(6) surveillance program. Upon initial testing, the strain was identified by vitek® 2 nh test kit as(B)(6) and reported out. Subsequently, the strain was sent to a reference lab where it was identified as 50% moraxella sp/50% aggregatibacter sp. The customer indicated that upon initial testing, the technician did not perform a gram stain, which would have prevented the initial results from being reported out since the gram stain would have identified coccobacilli instead of (B)(6). Since the strain was frozen, the customer was able to repeat testing on the vitek® 2 nh test kit and obtained 50% moraxella sp/50% neisseria sp. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.